Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error and insulin was not delivered. Troubleshooting was performed, and no damage to the drive support noted. The customer mentioned being in the emergency room due to diabetes ketoacidosis and high blood glucose of 315mg/dl. The caller woke up with high, nausea, and was spilled ketones. No further information was provided.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Motor passed motor test, no motor error alarm noted. Unit had scratched display window.